Event description:
It was reported, at startup on the xenon light source, all lamps were lit but could not be operated and they were unable to switch to narrow band imaging, however it worked normally when the power was restarted. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10 additional information added to field:h3, h4 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the presumable cause for (all lamps were lit but could not be operated and they were unable to switch to narrow band imaging) could not be specified. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.